Event description:
The complainant reported that there was a fever, and a suction event during impella 5.5 patient support. While on support, the patient spiked a fever. Cultures were sent and antibiotics were ordered. There was suction during a bronchoscopy and albumin was administered. The patient was successfully weaned and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 b13 code was added as it was omitted from the initial report that was submitted. Investigation summary: the investigation was completed. No product was returned. Fever: the cause of injury cannot be determined since insufficient clinical details were provided. Pump suction: no product was returned. No data logs were available. The cause of pump suction cannot be determined since insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.